Event description:
It was reported that the ventilator's gas modules were found defective. There was no patient harm reported. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not provided. The reported issue was investigated further on-site and it was found that the air and o2 gas modules were defective and required replacement. The ventilator was cleared for use after replacement of the damaged parts. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. # (B)(4).